Event description:
It was reported by the physician that during routine cataract surgery with intraocular lens (iol) implant with an unidentified insertion system the trailing haptic broke and the iol tore. The incision was enlarged and stitches were placed. A second lens was implanted without complication.

Manufacturer narrative:
The device was not received by the manufacturer for analysis. Information received from the account indicated the iol was damaged during implantation by an unidentified insertion system. The lens met all manufacturing specifications prior to release. While we were unable to determine the cause of this event our investigation reasonably suggests it is not manufacturing related.